Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited high out-of-range pacing impedance of greater than 2,000 ohms. Additionally, there was high threshold measurements and loss of capture (loc) noted on the lv lead. Surgical intervention was performed and the lv lead was surgically abandoned. The crt-d remains in service. No additional adverse patient effects were reported.